Event description:
It was reported that the cartridges "does not stay in pump. No alarms are present but she has to use tape so it properly stays.". There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.